Event description:
A customer reported to beckman coulter, inc. (Bec) a liquid waste leak onto the waste containers under unicel dxi 800 access immunoassay system. There was no exposure to the liquid waste and no injury was reported. There was no effect to patient or user.

Manufacturer narrative:
Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) discovered a leaking waste transfer peri-pump tubing in the fluidics drawer. The fse replaced the tubing, cleaned and dried the affected area and primed the system. The fse noted that all verification testing passed within published performance specifications. Hardware was the root cause for this event.